Event description:
The lead was implanted on (B)(6) 1994 and capped on (B)(6) 2012. 18 year-old mdt lead oversensing and therefore inhibiting pacing. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).